Manufacturer narrative:
One device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded. Functional checks were performed using the occlusion tester. The customer reported problem was not duplicated however, visual tests found a damaged downstream occlusion (dso) seal. The dso seal will be replaced.

Event description:
It was reported that the device exhibited ¿alarm air recurrent¿. There was unknown patient involvement.